Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect with return of symptoms. The symptoms have not improved since her clinic visit and the pt was in (B)(6) study. On (B)(6) 2011, the pt had "no symptom control at this time." There was not an accident or any other traumatic physical injury prior to loss of therapy. Impedance readings were >4000 ohms on all of the unipolar and bipolar pairs. An x-ray was performed on the pt in the area of the lead and revealed no broken wires. It was reported that the entire sys will be replaced. The pt needed to replace the batteries in her pt programmer. Add'l info has been requested, but was no available as of the date of this report.